Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
Champion-af study. It was reported that chest pain and shortness of breath occurred. The patient was enrolled into the champion-af clinical study on (B)(6) 2022 and the procedure was performed thirty four days later. A 24mm watchman flx left atrial appendage (laa) closure device was implanted with a complete laa seal and deployed device diameter of 20.6mm. The patient was discharged home the same day post index procedure on apixaban (10mg) one day post index procedure, the patient experienced shortness of breath with a feeling of weight on the chest. Coronary angiography and cardiac imaging were performed. A clinical appointment was scheduled in response to the event within 48 hours and the patient was started on isosorbide mononitrate (imdrur). On an unknown date in 2022, the patient experienced mid centered chest pain. In response to the chest pain, the patient was treated medically and an ultrasound of non-cardiac structures was performed.